Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported hospitalization due to high blood glucose. Customer is in the third trimester of pregnancy. Physician instructed customer to go to the hospital. The current blood glucose reading is 156 mg/dl. Nothing further reported.